Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 01/27/2017 that on (B)(6) 2017, the smart device displayed an error message for low transmitter battery. No additional patient or event information is available. Data was provided for investigation. Data investigation confirmed a low transmitter battery in addition, a failed transmitter error was present in connection to the reported allegation. The root cause could not be determined. The reported issue of low transmitter battery is reportable based on the finding of a failed transmitter error. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and the test failed. Performed share log review and observed a low transmitter battery alert within the investigation wiindow. The complaint confirmation of a low transmitter battery was confirmed through the share data log. The root cause could not be determined as the allegation was not found.